Manufacturer narrative:
(B)(4), a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11, and the root cause was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to repair the reported condition. Service history review determined that this device has not been serviced for the reported condition of failure code 810:11. A follow up report will be submitted if additional information becomes available.